Manufacturer narrative:
(B)(4).

Event description:
It was reported coupling and or communication issues. It was noted within the first 5 recharge sessions there was no problem (8 bars) then the last recharge session the pt could not get any coupling bars. The telemetry worked well with all 3 devices. It was indicated company rep was to do a fluoro even though he stated pocket was tight and telemetry was fine. Interrogation codes showed 0 coupling on all sessions. The current voltage was 3.79. On (B)(6) 2010 coupling was 0 bars and voltage was 3.80. A physician mode recharge, antenna locator, 2nd implantable neuro stimulator recharger (insr), reprogramming, and pressing down on insr head were performed. It was later reported implantable neuro stimulator (ins) was flipped and confirmed. It was noted physician manually flipped ins back. All 8 coupling bars were darkened in. At the time of this report, no further info was reported. Additional info was requested and will be provided when available.